Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up experiencing phrenic nerve stimulation. Upon interrogation it was noted that the stimulation was coming from the right ventricular lead. Lead was explanted and replaced successfully. Patient condition was stable.

Event description:
New information received stated that the device was not explanted and replaced, the lead was only repositioned.